Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure migration / uterus') and embedded device ('metallic coils embedded within the myometrium') in an adult female patient who had essure (batch no. B40015) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure conformation test was not done". On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain/chronic"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain") and endometriosis ("endometriosis"). The patient was treated with surgery (robotic hysterectomy, lysis of adhesions, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, embedded device and endometriosis outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, device expulsion, embedded device, endometriosis, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pain, bleeding, migration. Operative procedures: robotic hysterectomy, lysis of adhesions, bilateral salpingectomy, utero-sacral suspension, anterior colporrhaphy, cystocele repair, tot, cystoscopy. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-nov-2020: mr received. Reporter information added. Event: metallic coils embedded within the myometrium added. Seriousness criteria removed for event genital haemorrhage. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure migration / uterus') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. B40015) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure conformation test was not done". On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain/chronic"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and endometriosis ("endometriosis"). The patient was treated with surgery (hysterectomy(full)). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion and endometriosis outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, device expulsion, endometriosis, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pain, bleeding, migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device expulsion ('essure migration/uterus') and embedded device ('metallic coils embedded within the myometrium'). In an adult female patient who had essure (batch no. B40015), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "essure conformation test was not done". On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain/chronic"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain") and endometriosis ("endometriosis"). The patient was treated with surgery (robotic hysterectomy, lysis of adhesions,bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, embedded device and endometriosis outcome was unknown. And the genital haemorrhage, pelvic pain, abdominal pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, device expulsion, embedded device, endometriosis, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pain, bleeding, migration. Operative procedures: robotic hysterectomy, lysis of adhesions, bilateral salpingectomy, utero-sacral suspension, anterior colporrhaphy, cystocele repair, tot, cystoscopy. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device. Lot number#: b40015, manufacturing date: 2013-05, expiration date: 2016-05. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-dec-2020, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other non-conformances data. Should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure migration / uterus') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. B40015) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure conformation test was not done". On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain/chronic"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and endometriosis ("endometriosis"). The patient was treated with surgery (hysterectomy(full)). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion and endometriosis outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, device expulsion, endometriosis, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pain, bleeding, migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2019: pfs received: lot number and new events event migration updated to expulsion.(vaginal bleeding, device monitoring procedure not performed, endometriosis and menorrhagia) updated. Product, patient & reporter information updated. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain/chronic") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy(full)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, device dislocation, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: patient received treatment for pain, bleeding, migration . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received: case was upgraded from other event to incident. Event injury nos replaced with event essure migration, general abnormal bleeding, pelvic pain/chronic, abdominal pain. Patient demographic details, reporter and product information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.